Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed two weeks prior to (B)(6) 2018 (exact procedure date is unknown). According to the complainant, on (B)(6) 2018, the patient had undergone a second planned ercp procedure. During the second ercp procedure, the tip of the trapezoid rx basket was noticed on a cholangiogram. The tip of the trapezoid rx basket broke off in the common bile duct, during the first ercp procedure two weeks prior. The tip of the basket was noticed to have migrated out of the bile duct and into the colon. It was left to pass naturally in the patient's stool. There were no patient complications reported as a result of this event.